Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to attempt various troubleshooting steps, but the screen remained inactive, and a red led was blinking around the button with the pump vibrating every three minutes. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.